Event description:
It was reported that a malfunction occurred with a customer's pump, indicated by the malfunction alert 12 and frequent power source alert 7. No information was available regarding the customer's blood glucose level. The customer was expected to return the pump for further checking and received a replacement pump for continued use.